Event description:
Related manufacturer reference number:2017865-2023-25363 it was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited failure to capture. The patient presented for the lead extraction and during the procedure, the right atrial lead had damage to the insulation due to the physician manipulating both leads. Both leads were explanted and replaced. The patient was in stable condition.